Manufacturer narrative:
The field service representative (fsr) inspected the instrument and noticed leaking from the r2 probe. After troubleshooting, the fsr determined there was air in the bellows. The bellows and poppet valve were replaced and were determined to be the likely cause. No additional discrepant results were generated on (B)(4) after the parts were replaced. A review of instrument service history on serial number (B)(4) revealed no additional erratic or discrepant results nor did it identify any service or complaint issues that may have contributed to this issue. Return testing was not completed as returns were not available. A review of tracking and trending did not reveal any trends for the poppet valve assy, waste pump, or bellows set. A review of tracking and trending did not reveal any trends for the architect c8000. A review of the manufacturing documentation did not identify any issues associated with the likely cause parts or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the poppet valve assy, bellows set or the architect c8000 processing module, serial (B)(4) was identified.

Event description:
The customer observed a falsely decreased creatinine result for 1 sample generated on the architect c8000 processing module. The following data was provided: sid (B)(6) initial result <0.20 mg/dl, repeat = 2.47 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An error was identified on january 23, 2020. The incorrect product was listed in section d. Suspect medical device, 11. Concomitant medical products and therapy dates: this is being changed from architect c8000 processing module list 01g06-11, serial (B)(6) to creatinine, list 03l81-22, lot 07559un19.